Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a patient underwent surgery and was implanted with a hindfoot arthrodesis nail. The patient was taken back to the operating theatre as the spiral blade had backed out. It was replaced with a new spiral blade and a locking end cap. No additional information is available. This report is for an unknown hindfoot nail. This is report 2 of 2 for complaint (B)(4).